Event description:
During a procedure there was an unk error code with the system, and it failed to operate once the needle was inserted. The device failed to remove any material for examination and she is now to proceed to an open surgical biopsy.